Event description:
The pt was implanted with a left ventricular assist device. The pt was initially seen in the clinic on (B)(6) 2012. The vad coordinator reported that rescue tape was applied at the junction where the percutaneous lead connected to the system controller for a small tear. The pt then presented to the emergency department with red heart alarms and the percutaneous lead was found to have a compromised inner wire. The distal end of the pt's percutaneous lead was successfully replaced on (B)(6) 2012.

Manufacturer narrative:
The percutaneous lead was returned on (B)(4) 2012, for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.